Event description:
Information received with return of the device notes that "during pacemaker implantation, a lead got stuck under the patient's clavicle - attempts to pull it out led to separation into 2 pieces, with insulation removed and exposure of wire. This required retrieval via use of looped snare catheter via the groin."